Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice pro during use during prime. The patient was not connected. The patient stated they had only replaced the cassette and not the supply bags. The baxter technical service representative advised the patient that they must replace the cassette and bags. The patient would reset up with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the report of changing out the cassette but not the bags. The patient stated they were able to continue therapy after starting over with new supplies. The patient understood that they should not change out parts of the supplies, but rather start over with all new supplies if they run into problems. The patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.